Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2015-02179 and 02180 and 02181).

Event description:
It was reported a patient underwent a tight total elbow arthroplasty on (B)(6) 2013. Subsequently the patient was revised on the following dates for unknown reasons (B)(6) 2014, and (B)(6) 2014. Currently, the patient will be having an upcoming revision for loosening of the ulna component and pmi will be making a custom implant for this procedure. A date for this revision has not been scheduled.